Event description:
Medtronic received a report that the surgeon used pipeline to treat a patient's left ophthalmic artery aneurysm. After the system was delivered in place, it was deployed in situ. Even after more than 50% of the system was deployed, the tip still could not open. The surgeon increased tension, but the tip still wouldn't open. The surgeon delivered the system, pushed it to go upper to the middle cerebral artery, attempted distal opening, and pulled back to anchor it, but the tip still wouldn't open. Under fluoroscopy, it was observed that the tip end seemed to be damaged; the system was removed and replaced with ped-450-20 for surgery. It was successfully opened and the surgery was completed. The middle of the pipeline failed to open. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of a saccular, unruptured right side aneurysm with a max diameter of 8.58 mm and a 5.25 mm neck diameter. The lending zone was 2.89 mm distal, and 4.12 mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. The angiographic result post procedure was significant blood flow guidance effect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. However, the proximal section of the tip coil was found to be stretched. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. In addition, the middle section of the braid was found fully opened and no damage. No other anomalies were observed. ¿testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal and middle section as the device was resheated. In addition, the pipeline flex braid was found fully opened. The pipeline flex braid ends were found to be damaged. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted the patient's vessel tortuosity was moderate, which eliminates this factor out as potential causes. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the tip end of the pipeline failed to open. The pipeline was positioned in a bend. Adjustments to tension, swinging, retrieval and redeploying upper in the middle cerebral artery (mca) were attempted to try and open the pipeline. The cause of the failure to open and device damage was not determined.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.